Event description:
The customer contact reported a charred power cord. The device was returned to the biomedical department with an unsigned note that stated, "electric cord pca pump blew up." No tracking information was provided; therefore, specific pt information, pump programming or event details were not available. Visual inspection at the user facility found the ac power cord was cut, had exposed wires, and was charred. This was noted where the detachable ac power cord enters the device. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.